Manufacturer narrative:
Not returned.

Event description:
It was reported that during an unrelated hospital re-admission for heart failure, lead noise was observed upon interrogation. The noise was reproducible with isometrics. The capture thresholds and impedances were in range and stable. The patient was not dependent and was asymptomatic regarding the lead noise. The physician will continue to monitor the lead.